Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report #1627487-2015-06156.

Event description:
Device 2 of 2.reference MFR. Report #1627487-2015-06156.

Manufacturer narrative:
Results: visual inspection of the ipg revealed no instrument marks on the ipg. There was a broken terminal end electrode inside the lower port. Both septums were clear and intact. The complaint could not be confirmed for ineffective stimulation. The ipg was functionally tested and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.